Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported at check in root resorption concerns. They also reported gum recession on the bottom. Provided tips and information for receding gums, advised to schedule appointment with dentist for exam and evaluation of root resorption. Requested information and photos of areas of concern.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.